Manufacturer narrative:
Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. The events of burning, rash, dermatitis, redness, peeling, swollen, "nose is running, "lesion, fever blister and irritation are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Further follow-up with the healthcare professional revealed the following information. Healthcare professional reported that the symptoms were not related to the juvederm voluma xc injection, rather that the pt 's "fixed drug eruption is secondary to oral cephalexin and not injectable hyaluronic acid." Healthcare professional stated that they "would be very cautious with all cephalosporins as well as penicillin related antibiotics, as there might be potential cross reactions." Healthcare professional provided mupirocin ointment and duoderm dressing for a "healing ulcer in the left axilla." Symptoms have not resolved.

Event description:
Patient reported that approximately 2 months after injection in the cheeks, forehead, outer part of cheeks, and possibly around mouth with juvederm voluma xc, they experienced burning, rash "some kind of dermatitis," redness, and "peeling skin that is spreading to their whole face." Patient also stated that the lips are full and swollen, the nose is swollen and running, they have redness under the nose, a lesion in the nose, redness around the mouth, a fever blister on the lip, and the effected areas look irritated. Patient stated that the symptoms are also occurring in the forehead, on the arms, and on their back. Patient states that the symptoms have resolved 3 times only to come back, and the last time (the fourth time) the symptoms were worse. Patient saw a dermatologist who prescribed prednisone and cortisone cream. Patient saw another dermatologist and was prescribed locoid cream. Desonide cream, mupirocin cream 2%. Alclometasone dipropionate ointment .05%, and valtrex. A biopsy of the hands and face, as well as a 'blood test' was performed, results unspecified. Symptoms have not resolved.